Manufacturer narrative:
An evaluation was performed by smith and nephew and could not confirm the customer complaint for the metal piece disappeared. A visual inspection was performed and showed the distal tip is broken off the probe and there is insulation damage. The loose tip was viewed under microscopic inspection and showed the metal on the tip and the metal on the probe are curved where the tip snapped off indicating excessive force was applied. A DHR review was performed and showed no non conformance's or deviations associated with the lot number provided. No manufacturing related defects were observed.

Event description:
It was reported that during a shoulder arthroscopic surgery, the metal piece disappeared, no x-rays were performed to confirmed if the metal piece melt or fell off inside the patient's anatomy. No patient injuries reported. Back-up device was available to complete the surgery.